Event description:
Lasik eye surgery caused poor night vision. Halos and starbursts are extreme. Even low light is bothersome. It has changed my quality of life where I avoid driving at night and night time activities. I was told halos and glares would be temporary but they have persisted almost 2 year later. Facility: (B)(6).